Event description:
It was reported to baxter (B)(4) that a ce infusor lv 5 device delivered 5-fluorouracil in a faster than expected time during patient use. It is unknown at this time if there was patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).it is not known at this time if this device is available for evaluation; therefore, the reported condition of overinfusion cannot be confirmed. Should the device and/or additional information be received, a follow-up medwatch will be submitted.